Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a stent removal procedure (date performed unknown). According to the complainant, the snare loop would not extend from the sheath despite actuation of the handle, and it was noted that the sheath near the handle had stretched and detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. Functional testing could not be performed. The complaints of difficulty extending and a "stretched and detached" sheath were confirmed; the detached flare prevented device actuation. A definitive root cause for this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a stent removal procedure (date performed unknown). According to the complainant, the snare loop would not extend from the sheath despite actuation of the handle, and it was noted that the sheath near the handle had stretched and detached. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.